Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. The sample was evaluated and observed returned green stent was broken. Unable to determine the break point. Sample has been sent to supplier for further investigation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: [warnings] method for use. When using the multi-length type stent, it should be avoided in the following cases. If you measure the length of patient¿s ureter and confirm that excessive coil part would be appear , consider using other stent which has different shape of tip and length. Ureteral stents with excessive coil part shave risks of knot formation at the tip of renal pelvis side during placement or removal. If any resistance is felt during removal, confirm the cause of the resistance with fluoroscopy and take remedial action to solve the problem. Excessive force during removal may lead to damage of the renal pelvis and/or ureter. Ureteroarterial fistula may be formed between the ureter and the aorta or the iliac artery and result in massive hemorrhage at the replacement of the ureteral stent if a ureteral stent is placed for a long term in a patient who has undergone the intrapelvic surgery or irradiation. Therefore, carefully monitor the condition of the patient, and in the event of acknowledging bleeding from the urethra, perform retrograde pyelography or angiography, and provide appropriate care.

Event description:
It was reported that there were some broken pieces of the stent inside of the package prior to use. But, the user did not find the stent breakage. Per the investigation, the breakage of the stent was found.